Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Additional information received indicated that the patient's system was explanted on an unknown date resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. An infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient is experiencing an unspecified infection with their scs implant. Surgical intervention may occur later to address the issue.